Event description:
It was reported that log files review showed that at 14:16:28, an international pump stop occurred then the speed was dropped to from 5100 rpms to 3500 rpms. The pump was restarted at 14:30:33 and the speed was adjusted to 4000 rpms with low flow alarms occurring. At 14:41:30 the speed was adjusted to 5600 rpms and the flow returned to baseline values. The low flow alarms were cleared. The patient had mediastinal washout and delayed primary closure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding could not be conclusively established through this evaluation. It was reported that the patient had a mediastinal washout due to bleeding. The controller log file captured events from (B)(6) 2024 through (B)(6) 2024. Review of the events from the reported event date of (B)(6) 2024 revealed no notable events or alarms. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) rev. C. Section 1, ¿introduction¿, lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 lvas. This section also addressed pump parameters, including pump flow. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), outlines the recommended anticoagulation regimen, including the international normalized ratio range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was further reported that the patient had mediastinal washout procedure and delayed primary closure due to bleeding. The patient was stable.